Event description:
I was putting in my acuvue multifocal lenses and felt an incredible irritation immediately after inserting one of the lenses. I took it out thinking there must have been something on the lens, or perhaps the edge was nicked. Even after I took out the lens I could still feel something in my eye. Eventually I was able to get the object out of my eye and realized it was an additional damaged lens that was shredded and must have been stuck to the whole one. I was relieved there was no lasting damage (as far as I can tell) but horrified that happened and concerned that other lenses in that lot may have the same problem.